Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 and 4 alarm confirmed in the device history due to broken trace at u1 keypad assembly. Device was received with a cracked keypad overlay and broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures and motor arm cannot communicate with the main arm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.